Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stenosis as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. While it is unknown if direct stenting may have contributed to the reported patient effect, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
It was reported that approximately 18 months post direct stenting of a xience v stent in the mid left anterior descending artery (mlad), the patient experienced intermittent chest pain. On (B)(6) 2010, angiogram revealed a patent mlad stent; however, there was approximately 20% in-stent restenosis. No treatment was provided. Although requested, there was no additional information provided.